Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, while pocket was still open, the pacemaker was sensing noise. The physician made multiple attempts to resolve the issue by disconnecting and reconnecting the leads but was unsuccessful. The pacemaker was then removed and replaced. The patient had no adverse consequences.

Event description:
New information received notes that the pacemaker had set crew anomaly.

Manufacturer narrative:
The reported event of the pacemaker was sensing noise and had set screw anomaly could not be confirmed. The device was received at ddd mode above elective replacement indicator (eri) level. The device was then programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment, indicated normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.